Event description:
It was reported they were receiving error code 3 during the case when using the sales rep's demo handpiece. It was determined while troubleshooting that the acoustic mount was loose. They were able to complete the case with another handpiece. No patient consequence was reported.